Event description:
A malfunction was reported, characterized by malfunction code 16-0x20e6 with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and ensured the customer was informed of the necessary replacement. A replacement pump was provided to the customer as an alternative insulin therapy method.